Event description:
As reported, the embolic component of a 6f exoseal vascular closure device (vcd) might not have fully expanded. An unknown cordis 6f sheath was used. The patient experienced extensive bruising in the right groin area with hard lumps, bruising on the chest, back, and waist, local tenderness, and a decrease in hemoglobin requiring symptomatic treatment including blood transfusion and fluid replacement. There were no multiple sheath exchanges, no multiple stick attempts before intravascular access was achieved, and the puncture site was neither a high stick above the inferior epigastric artery nor a low stick below the bifurcation. No posterior wall puncture occurred. There was no resistance or friction was experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until its hub engaged with the indicator wire cowling, and the indicator wire cowling locked against the handle assembly. Pulsatile flow was observed from the bleed-back indicator, and there was no difficulty deploying the plug. No pulsatile bleeding occurred at the puncture site upon removal of the exoseal vcd and sheath, and the exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. The plug did not fall out of the exoseal vcd shaft upon removal, and the deployment button depressed normally. On the second postoperative day, extensive bruising was noted, and multiple follow-up ultrasounds under ultrasound guidance showed no obvious blood flow signal at the puncture site. The patient also experienced a hematoma that was greater than 6cm while lying still. Compression and bandaging were continued, subsequent blood tests showed improvement, follow-up ultrasound revealed no significant blood flow signal, vital signs remained stable, and the hematoma showed signs of organization and resolution. The patient underwent right lower extremity arterial angiography, right lower extremity arterial balloon angioplasty, and right arterial stent implantation for lower extremity arteriosclerosis obliterans, and the vascular closure device was used at the femoral artery puncture site for hemostasis. No bleeding was initially observed at the puncture site, and compression and bandaging were performed. The procedure used a retrograde approach, and the user was trained in the device. There were no visible signs of device or package damage prior to use. Femoral artery suitability, including an insertion angle of 30¿45 degrees, was verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. The puncture site did not show visible calcium or plaque, there was no stent near the puncture site, and the vessel did not have greater than 50% stenosis at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use, and routine anticoagulation was administered. The hospital reported the event as a serious injury adverse event to the china nmpa. The device was not returned as expected.

Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Complaint conclusion: as reported, the embolic component of a 6f exoseal vascular closure device (vcd) might not have fully expanded. An unknown cordis 6f sheath was used. The patient experienced extensive bruising in the right groin area with hard lumps, bruising on the chest, back, and waist, local tenderness, and a decrease in hemoglobin requiring symptomatic treatment including blood transfusion and fluid replacement. There were no multiple sheath exchanges, no multiple stick attempts before intravascular access was achieved, and the puncture site was neither a high stick above the inferior epigastric artery nor a low stick below the bifurcation. No posterior wall puncture occurred. There was no resistance or friction was experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until its hub engaged with the indicator wire cowling, and the indicator wire cowling locked against the handle assembly. Pulsatile flow was observed from the bleed-back indicator, and there was no difficulty deploying the plug. No pulsatile bleeding occurred at the puncture site upon removal of the exoseal vcd and sheath, and the exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. The plug did not fall out of the exoseal vcd shaft upon removal, and the deployment button depressed normally. On the second postoperative day, extensive bruising was noted, and multiple follow-up ultrasounds under ultrasound guidance showed no obvious blood flow signal at the puncture site. The patient also experienced a hematoma that was greater than 6cm while lying still. Compression and bandaging were continued, subsequent blood tests showed improvement, follow-up ultrasound revealed no significant blood flow signal, vital signs remained stable, and the hematoma showed signs of organization and resolution. The patient underwent right lower extremity arterial angiography, right lower extremity arterial balloon angioplasty, and right arterial stent implantation for lower extremity arteriosclerosis obliterans, and the vascular closure device was used at the femoral artery puncture site for hemostasis. No bleeding was initially observed at the puncture site, and compression and bandaging were performed. The procedure used a retrograde approach, and the user was trained in the device. There were no visible signs of device or package damage prior to use. Femoral artery suitability, including an insertion angle of 30¿45 degrees, was verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. The puncture site did not show visible calcium or plaque, there was no stent near the puncture site, and the vessel did not have greater than 50% stenosis at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use, and routine anticoagulation was administered. (B)(4) the product was not returned for analysis. Additionally, as the sterile lot number was not available, product history record review could not be performed. The reported events of ¿plug damaged¿ and ¿hematoma¿ could not be observed as the devices were not returned for evaluation and no procedural films were provided and due to the nature of the complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the bleeding event reported; however, patient factors are likely since the hematoma occurred on the second postoperative day while the patient was in recovery. Access site hematomas/hemorrhages are a common post-procedural complication and are listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the instructions for use (IFU) cautions users to inspect for any signs of damage prior to and during use.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.